Manufacturer narrative:
No add'l adverse event info or test results were received to date. The device history records for the radiesse lot injected were not reviewed as the lot number was not provided by the physician.

Event description:
This adverse event was initially received from (B)(6) on (B)(6) 2013. She reported that dr. (B)(6) has a patient experiencing firmness and swelling two weeks after injection with radiesse. Patient started antibiotics prophylactically. Add'l info was requested multiple times and not received until (B)(6) 2014. On (B)(6) 2014, dr. (B)(6) stated the patient still complains of intermittent redness and sensitivity around the injected region. On examination there remains low clinical suspicion of infection, there was some mild swelling bilaterally; product is still palpable but non tender, not fluctuant and not indurated. On (B)(6) 2014, dr. (B)(6) stated that she restarted the patient on clarithromycin and added in clindamycin. She added that she will provide results of crp and fbc along with skin swabs. If the patient does not improve, she will be referred to a plastic surgeon to consider removal of the product and direct culture.